Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Right side brake not engaging at all. Left side brake is beginning to not lock properly.